Event description:
It was reported that this lead was explanted due to a dislodgment. A new right atrial (ra) lead was successfully implanted. The device is not expected to return for analysis. No additional adverse patient effects were reported.